Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of 14 ¿ 30 minutes was reported.

Event description:
It was reported that a variable angle locking screw broke into two pieces during a procedure to explant a prominent distal fibula plate. The head of the screw sheared off leaving a see-thru head piece plus a shaft piece. The surgeon removed the plate and used a curette to twirl the exposed shaft of the screw to remove it. The procedure was successfully completed with no reported surgical delay or harm to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned broken screw and plate are part of the 2.7/3.5mm variable angle lcp ankle trauma system and intended for fixation of osteotomies, fractures, malunions, and replantation of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal fibula. The returned variable angle locking screw was in 2 pieces with a clean break of the head and self-tapping threaded engagement length. The threads of the head were inspected under magnification and found to be non-concentrically deformed which is consistent with over angled installation/removal. The necessary forces to overcome the over-angled jamming of the screw are likely to have been in excess of that recommended for this screw. Drawing no. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity. Risk assessment addresses the less severe risk and hazard of screw head twists or breaks off and determined the cause of hazard as user error: excessive force exerted on screw, previously damaged or weakened screw. It is determined that excessive force was applied to the returned screw causing the head to break off. The method of use and not a design deficiency has led to this confirmed complaint description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Weight reported is an approximate weight. Event date: unknown. Date of original implant reported as more than one year ago. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of insertion guides for 2.7mm va-lcp lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.